Event description:
A healthcare provider (hcp) noted the patient had metastatic cancer ¿everywhere¿ and they had to have their right torso reconstructed, and their right breast completely removed with a vac placed over where the right breast would be. The patient¿s pain physician was on vacation at the time of the report. The hcp noted having a lot of trouble managing the patient¿s pain. The hcp thought that the pump would ¿beep¿ if there was an issue with the tubing, so they set the patient on their basal rate on the day of the report. They noted that x-rays showed a ¿severe angle and kink of the catheter¿ and that it looked like the catheter was ¿totally occluded¿. The pump had not been interrogated. The hcp noted that the x-ray was performed pre-hospitalization due to the reconstructive surgery, but that the patient ¿had a lot of surgery, so it could have happened in another surgery¿. They were not sure. The patient was noted to be hospitalized on the day of the report because of ¿everything; because of her pain, and she was not even able to get up and walk¿. The medications used within the system were morphine and bupivacaine. The hcp later reported that a representative came and interrogated the pump. The patient was sent home on high-dose narcotics because her chronic pain doctor was out of the country. The hcp wanted a representative to come and disable the patient¿s pro re nata dosing per the ptm. No further troubleshooting results were reported.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was later reported that the patient's managing healthcare provider¿s (hcp) office was not aware of any catheter issues, however it was noted that the patient was recently in (B)(6) for a ¿procedure¿ related to her cancer and "they were not familiar with her pump". The patient¿s pump was working ¿perfectly fine¿ and her pain relief was adequate. The patient also had a refill several days prior to the report without issue. The device system was used to deliver morphine 20mg/ml at 9.596mg/day and bupivacaine 11mg/ml at 5.278mg/day. The patient also had a patient therapy manager (ptm) ¿running 0.0715 of morphine¿. It was later reported that the patient¿s ptm boluses were 8 times per day at 0.715mg with a one hour lockout. It was later reported that there was no troubleshooting performed.